Event description:
Tip of arthrocare wand came off and went into the right shoulder during arthroscopic procedure; tip located by surgeon and removed entirely from shoulder joint during arthroscopic procedure.